Event description:
Customer reported via phone call that insulin pump was exposed to moisture. Customer's blood glucose was unknown. Customer reports that when running at the beach, insulin pump fell into the water. Customer states that there was a drop of water behind the battery compartment and area above the up arrow. Customer also states that numbers on display counted up slowly and then insulin pump shut off. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube, keypad and vibrator assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.